Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of a robotic laparoscopic surgery, the arm became unresponsive. During the troubleshooting process, as the arm was being removed from the bed for disconnection, a medium-priority alarm sounded and the instrument bar was greyed out. As the result, the instrument and the sterile interface module (sim) was not recognized. The surgeon decided to convert the surgery to traditional laparoscopy, as it would take time to completely reboot the system.